Event description:
It was reported that high impedance was detected during an initial implant surgery. Lead pin re-insertion was attempted but did not resolve the high impedance. For this reason, a second lead was used. High impedance was detected again. Pin re-insertion failed to resolve the issue again. Generator diagnostics were performed with a test resistor pin and resulted in expected impedance, confirming generator function. Finally. The physician irrigated the electrode site of the second lead implant and the high impedance resolved. Irrigation of the electrode site was not attempted while troubleshooting the high impedance detected with the suspect device. The suspect lead was reportedly discarded. No further relevant information has been received to date.

Manufacturer narrative:
Conclusion code was inadvertently reported instead of conclusion code on the initial report.